Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains on vad support. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there was concern for gastrointestinal bleeding. On (B)(6) 2017, the patient received one unit of packed red blood cells (prbc) and lasix with good urinary output (uop). The patient experienced an episode of bright red blood per rectum (brbpr) and 2 episodes of melena overnight. Patient was stable with stable hemoglobin (hgb) and no intervention recommended. On (B)(6) 2017, patient experienced melanic output over 24 hours. Received blood transfusion and hgb slightly down trended. On (B)(6) 2017, upper gi endoscopy revealed hiatus hernia with several bleeding sites and a few superficial esophageal erosions. On (B)(6) 2017, patient received 2 additional units of prbc. On (B)(6) 2017, the patient's hgb was stable at 10.5 g/dl. On (B)(6) 2017, the bleed resolved and the patient was discharged. No additional information was provided.